Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported the shield kept disengaging each time the trocar was inserted prior to reaching fascia. Another was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49899. Ees #.981356/j. Endopath disposable surgical trocar: based on the info received and the functionality testing, the instrument was found to function as intended. No conclusion could be reached as to how the reported event occurred.